Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the connector was damaged and the wires inside the belt receptacle were pinched and damaged. The root cause of the damaged connector and wires cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A u.s. Distributor returned a monitor indicating that it could not complete testing.